Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, problems with the tip on the maryland bipolar forceps were noted. The procedure was completed with no reported injury.